Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # va0syhl, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss or change in therapy. For the past 6 days, the patient had symptom return of frequency and went to the bathroom 13 times yesterday. The patient did not feel stimulation and they were not sure if the therapy was on because they couldn't connect with the patient programmer. The patient only saw the poor communication screen today. The patient was not recently implanted and did not have a revision surgery. The patient used the antenna and securing the antenna did not resolve the issue. The patient tried without the antenna and still had poor communication. The programmer wouldn¿t work with either antenna. Later that day, the patient¿s spouse got the programmer working and was able to increase stimulation. One week later, the patient inquired about needing a new antenna. The patient had only tried the replacement programmer without the antenna, which worked. The patient attached the antenna to the programmer and was able to connect with the antenna. A week later, the patient was still peeing every hour and a half at night since implant. Stimulation was too high at night 4 days ago, so they decreased it to a comfortable level. The patient¿s old programmer was working and they wanted to send the replacement back. The patient¿s spouse was able to get it to work and it had worked 3 times since then. The patient didn¿t want to have the replacement programmer programmed. The original programmer was not returned.